Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings:a review of the black box indicated a loss of prime had occurred. A rewind, load, and prime sequence was performed successfully with no alarms occurring. The pump was exercised for 24 hours with no loss of primes. The complaint could not be duplicated on investigation. The force sensor was found to be out of calibration.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue: occuring for past 3-4 weeks. Changed caps, battery, but did not resolve issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).